Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted capacitor which caused damaged to other components on the computer/analog pca. The root cause for the shorted capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.